Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional event information was provided by the technical assistant who was present during the surgery and reported that the device came apart after functioning for a certain duration during the procedure. The technical assistant involved explained that she was in the process of attaching a kirschner pin when the reported incident occurred and the air pen drive fell on the floor. Initially, the technical assistant described this occurrence as an ¿explosion¿ due to the noise generated from the separation of the parts. It is important to note that this sound may have been caused by air escaping from the device due to the disconnection. The technical assistant confirmed that there were no indications of fire, sparks, or any similar events nor issues with the hose supplying nitrogen to the air pen drive. Device evaluation: the actual device and a photograph were provided for evaluation. The photograph of the device indicated that the air hose coupling had separated from the device. Evaluation of the device itself found the investigation of this complaint along with product return evaluation has concluded that the device failed pre-test for general condition and check the pen drive device air hose coupling. The subject device was returned to the service center for repair and assessment. None of the returned air pen drive components were found to be damaged, the equipment was checked. Proper maintenance was performed on the device according to the service and repair procedures. There were no other failures noted in the repair work order. A review of the service history indicates that no abnormalities or non-conformances were identified based on the most recent repair data. As part of depuy synthes power tools¿ quality assurance process, all devices are serviced, inspected, and released in accordance with the approved specifications. Additionally, no trends or safety signals have been identified as part of our product safety and surveillance data monthly trending reviews which would require further actions. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on a comprehensive evaluation of all available evidence, a single definitive cause of the event cannot be established. The assignable root cause is determined to be due to undetermined component failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pen drive device exploded during the surgery and disarmed. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.